Manufacturer narrative:
The customer indicated the use of a qualified cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. One haptic is slightly bent at the haptic insertion area against a post of the lens case. The optic is cut from edge past center of the lens, typical of insertion and removal. The optic has small split/cracks and scratches near the cut area, which may have been interpreted by the customer as the reported complaint of "scar". Iol product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The damage observed may have been interpreted as the reported complaint of ¿scar¿. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the body of an intraocular lens (iol) presented with a 'scar'. There was no reported patient impact and the procedure was completed using a backup lens. Additional information was requested.